Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument(s) involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the vessel sealer extend (vse) instruments that were installed on universal surgical manipulator (usm) 1 were working backwards. The reporter explained that if they moved the instrument up, the instrument would move down, and if they moved the instrument left, the instrument moved right. The customer reported that the instruments in the other usms were working normally. The customer tried to re-drape the usm, replace three instruments, and power cycle the system, but the issue was not resolved. The customer then installed a different instrument type on the usm, and they had no further issues. The procedure was completed with no reported injury.